Event description:
On (B)(6) 2012, the patient reported that the keypad buttons were intermittently unresponsive. The patient reported that the issue was first noticed about one week ago and has gotten progressively worse. This complaint is being reported because of the alleged keypad issue.

Manufacturer narrative:
There was no patient impact associated with this complaint. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012: testing confirmed the contrast, up, and ok buttons are unresponsive, and the down button is intermittently responsive. The keypad was torn and was removed to investigate. Contamination was found under all button contacts. Unrelated to this complaint, the display is dim/fading. When replaced with a test screen this display functioned properly.